Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the patient contacted their healthcare provider to say that their intellis implant was not recharging and the device stated to contact the company. Factors that may have led or contributed to the issue were not known. Interventions/actions taken to resolve the issue was not possible. The patient reported that their recharger was in use to recharge their device when it stopped working and the screen said to contact the company. A replacement recharger was arranged and delivered on feb. 8th. When connected to the programmer, it stated that there was a memory data problem. They set up the new date, time, etc and then connected the recharger and it started to work with their implantable neurostimulator (ins). The issue was resolved and no surgical intervention occurred or was planned. Relevant medical history includes low back pain. No further complications were reported/anticipated.